Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl at the time of event. The customer did not experience any symptoms of low blood glucose. The customer treated the low blood glucose with food. No further patient complications were reported. Troubleshooting was performed and it was confirmed that the customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting also confirmed that the automode feature was not active at the time of the event. Customer stated that the transmitter had a crack, and it is no longer charging as it should. Customer will discontinue the use of the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.